Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement. There was no physical damage reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Date returned to manufacturing "20-jun-2024" one used device was returned for evaluation. Functional test and visual inspection were performed. Visual inspection found that the syringe port was cracked. Functional testing verified the customer's reported system fault. The investigation determined the intermittent motor is the most probable cause. The intermittent motor was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. There was no applicable evidence for review in the event history log.